Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, the pump was noted to be "dislocated". On (B)(6) 2011, it was noted to be "displaced"; "in motion in patient". The patient was hospitalized. The severity of the event was noted to be "mild". The pump was to be relocated and fixed on a muscle to prevent disconnection and also to stop the pain; it was unclear if it had been done at the time of this report. The device system was used to deliver morphine 10 mg/ml at 5 mg/day. Additional information has been requested; a follow-up report will be sent if additional information becomes available.